Event description:
It has been reported that the stretcher does not stay in the steer mode. It was reported that there was a patient involved, however, there were no adverse consequences reported as a result of this issue.